Manufacturer narrative:
The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted during a tension-free vaginal tape procedure performed on (B)(6) 2017. According to the complainant, following the insertion of the mesh, the patient experienced chronic pelvic pain and right pudendal nerve neuropathy. Removal of the mesh has been considered to resolve the pain.